Manufacturer narrative:
The pump was received with broken battery tube threads and broken reservoir tube lip. The reservoir tube lip completely broken off and the test reservoir will not lock and or click in place.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states there is damage to the reservoir compartment. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would have to be replaced and returned for analysis.